Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsular bag ruptured during iol implantation. Rayner has been advised that the healthcare professional does not consider the capsular bag rupture to be attributable to the rayone lens. The rayner risk analysis identifies avdancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. No further information is expected in this case as the healthcare facility did not wish to communicate further regarding this event.

Event description:
On (B)(6) 2022, rayner received notification from its us affiliate company of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that the capsular bag ruptured during iol implantation.